Manufacturer narrative:
Attempts were made to obtain the serial number (s/n) from the customer, the customer confirmed unknown as it was on the light post and they no longer have it will be replacing the unit. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the s/n was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was sent back to the customer unrepaired as the serial number was unable to be confirmed.. However, the cause of the event is likely due to improper handling as well as application of excessive force or improper reprocessing. Therefore, the root cause of the reported event is unable to be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and is being evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the light post is no longer attached to the scope. The issue was found during preparation for use. There were no reports of patient harm.